Manufacturer narrative:
The device is not expected to return. (B)(4).

Event description:
It was reported that this pacemaker was surgically explanted due to infection and sepsis. No additional adverse patient effects were reported.